Manufacturer narrative:
Reference record (B)(4) catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Post procedural complication is a known event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2021, the patient passed away and had a natural death. According to the physician the patient did not die from duodopa. It is unknown if patient had complication after procedure.